Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device via a 6fr sheath, after an interventional heart catheterization. Reportedly, the exchange sheath was attached to the starclose se device; however, blood "squirted" out where the exchange sheath and starclose se device connected. Hemostasis was achieved with the clip of the starclose se device. There was no reported adverse patient effect. The physician is reported to be trained in the use of the starclose se device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported connection failure issue (blood squirted out where the exchange sheath and starclose se device connected) was confirmed as the hemostasis valve was torn. The investigation determined the reported difficulties appear to be related to user technique. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.